Event description:
It was reported that the pt was having a pump replacement. The hcp attempted to aspirate the catheter without success. The catheter was replaced and the hcp noted that "the tip looked clogged". The pump was used to deliver morphine and marcaine. The report indicates that the pt recovered without sequela.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Catheter.